Event description:
Notification of information received from our sales rep in other country. A pt was wearing acuvue oasys contact lenses (cl) and developed an infection od. The doctor provided a limited amount of information to vistakon. The pt started wearing acuvue oasys cl in 2008. The patient experienced pain and redness od and saw a medical doctor in early 2009. The diagnosis was corneal infiltrate, the doctor reported the patient's "r eye acutely infected". The patient was treated with tobradex drops. The patient returned to the clinic three days later, the report stated that the cornea was "clear". The patient restarted lens wear eighteen days later, and remained in acuvue oasys cl. The wear and replacement schedules are unknown. The name of the disinfecting solution is unknown. Fifteen sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable events are reviewed in quarterly management review meetings. No additional information is expected from the treating doctor.

Manufacturer narrative:
Device labeling single use or reuse. A device from the same lot of the actual device involved in incident was evaluated. Visual exam. Results - negative results of device testing.